Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable was functioning intermittently during system calibration. The cable was replaced and the issue was resolved. The malfunctioning cable has not been received back to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during system calibration, the imaging system displayed a frame rate error. There was no patient present when this issue was identified.